Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable valp2 valproic acid result for one patient sample tested on a cobas 6000 c501 (ul) v. The initial result was reported outside of the laboratory. A rerun of the sample was requested. The initial result was 3.0 ug/ml with a data flag. The repeat result was 54.9 ug/ml. The repeat result was deemed correct. The reagent lot number is 57060801 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The field service engineer replaced the sample and the reagent probes. The customer performed qc with acceptable results. The calibration performed on (B)(6)-2022 did not indicate an issue. The qc was initially out of range (low) on (B)(6)-2022, but the repeat measurement was within range. The customer's qc for level 2 was out of range (low) again much later in the evening on the day of the event. The alarm trace contained "abnormal aspiration" and "abnormal sample aspiration" errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.